Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the distal end of the stent moved 15mm in a proximal direction on the balloon, some stent struts moved over the proximal markerband. The struts were misaligned and stretched out of the crimped position. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp stent markings were evident on the exposed proximal portion of the balloon wall, indicating that there was crimp contact between the coated stent and balloon at the time of manufacture. A visual and tactile examination found several hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 24 x 4.00 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient. Upon inspection, the stent was still on the delivery balloon but stent struts have been damaged. The procedure was completed using a different device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 24 x 4.00 promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient. Upon inspection, the stent was still on the delivery balloon but stent struts have been damaged. The procedure was completed using a different device. No patient complications were reported.